Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the driver tip broke off during insertion of a screw. No patient complications were reported.

Manufacturer narrative:
Additional info: tip of the driver has sheared off ¿4mm from the tip. The fracture has face is fairly flat, ductile shear. The material flow would indicate that the driver was being turned in the clockwise direction. There is not enough material left exposed from the outer shaft to test the hardness. This type of failure is consistent with torsional overload.